Event description:
It was reported the patient was hospitalized six days post implant due to incessant ventricular tachycardia and occasional ventricular fibrillation. The patient received multiple appropriate shocks that successfully converted the patient to normal sinus rhythm. It was questioned if the device was reaching premature battery depletion. A new device was planned to be implanted after vt ablation, but before the vt ablation was performed the patient died in the coronary care unit after treatment for asystole was unsuccessful. Later interrogation revealed, the ICD had reached its rrt. The measured battery voltage was 2.60 volts which is below the rrt voltage of 2.62 volt. Cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.